Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
It was initially reported by the physician that the pt's generator was unable to be interrogated at a recent appt and believed to be at end of service. During review of the MFR's programming history database it showed high impedance on all diagnostics. Pt has been referred to a surgeon for a full revision. (B)(4) attempts to gain more info have been unsuccessful to date.